Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the initial mitraclip procedure, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2016, a follow up surface echocardiogram was performed, and it was found that the mr had increased to 3+. It was suspected that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). No further treatment has been planned, and the patient is currently stable at home. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization etc.) Which contributed to the slda; however, this cannot be confirmed. The reported patient effect of mitral regurgitation was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.